Event description:
This report is to include an updated event description. During the atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis. While performing brockenbrough with the non-abbott needle (nrg by boston scientific), difficulty was noted and several attempts were needed to enter the left atrium. When the catheter was inserted into the left atrium and manipulated, the catheter could not be manipulated as expected. It is thought this manipulation difficulty with the catheter was due to an issue with the position of the brockenbrough. The catheter was removed from the patient, and when attempting brockenbrough again, a decrease in blood pressure was noted. Transthoracic echocardiography revealed no pericardial effusion, and there was no increase in the heart rate, so the patient was observed with vasopressors. The blood pressure rose momentarily and then gradually decreased, which occurred repeatedly. Each time this occurred, an echo was performed. After a while, pericardial effusion was diagnosed. The procedure was stopped and a pericardiocentesis was performed. It seemed that something happened during brockenbrough. It was considered that the abbott devices were not involved in the event. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis. While performing brockenbrough, difficulty was noted and several attempts were needed to enter the left atrium. When the catheter was inserted into the left atrium and manipulated, the catheter could not be manipulated as expected. The catheter was removed from the patient, and when attempting brockenbrough again, a decrease in blood pressure was noted. Transthoracic echocardiography revealed no pericardial effusion, and there was no increase in the heart rate, so the patient was observed with vasopressors. The blood pressure rose momentarily and then gradually decreased, which occurred repeatedly. Each time this occurred, an echo was performed. After a while, pericardial effusion was diagnosed. The procedure was stopped and a pericardiocentesis was performed. It seemed that something had happened during brockenbrough. It was considered that the abbott devices including the reported device were not involved in the event.